Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) triggered for sensing integrity counter (sic) and high rate nonsustained ventricular tachycardia (vt) episodes. There were possible signs of a fractured right ventricular (rv) lead, or loose set screw. Reprogramming was performed to extend out the number of intervals to detect (nids), to prevent early detection and delivery of therapy. It was further reported that the patient was on narcotics at the time of the episodes. The physician will continue to closely monitor the patient. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.